Event description:
The facility representative reported a flogard infusion pump with a broken door. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed. Service determined, by visual inspection, that the door was damaged in the latch area. The device will be returned unrepaired, as repair approval could not be obtained from the customer.